Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection surgery, on an anastomosis, the device did not fire. The space between the cartridge and anvil closed and the green bar was visible in the indicator window. The stapler did not work and the knife blade did not cut. The anvil was not bent and sizers were used. They changed another device to complete the case. There was no patient injury.